Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault indicating that only single zone shock therapy and no pacing were available.